Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. Manufacturer's ref # (B)(4).

Event description:
It was reported a (B)(6)-year-old-female patient underwent a right idiopathic ventricular fibrillation (idvt) ablation procedure with a thermocool® sf nav bi-directional catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported by the caller that at the end of the ablation procedure after the catheters were removed the patient¿s blood pressure dropped. A trans-thoracic echo was performed and is was observed that the patient had a pericardial effusion. A pericardiocentesis was performed in which 300 cc's was removed from the pericardial space. The drain was left in place and the patient was stabilized and transferred to the critical care unit (ccu) for observation. On 10/07/2019, biosense webster inc. Received additional information about the event and patient. The event was discovered post use of biosense webster products. The physician is unsure on the cause of this adverse event. The patient outcome is unknown. It is unknown if the patient required additional hospitalization. The patient was a 74 y/o female. It is unknown if transseptal was performed or the needle brand/model that was used. The event occurred after ablation was performed and after all catheters were removed. There was no evidence of steam pop. According to the cas the flow settings were as specified for the device. There were no error messages observed on biosense webster equipment during the procedure. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. Carto® 3 system did not indicate to re-zero the catheter.